Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) was confirmed. Upon evaluation, the monitor exhibited abnormal shutdowns. The cause of this was a defective ca board. The root cause of the defective ca board cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's was experiencing a service code 107- abnormal shutdowns.